Event description:
The pt did not respond to sound sensations at the initial stimulation. Using the appropriate diagnostic equpment, it was determined that the device is not functioning according to MFR's specs. Explanation/reimplantation surgery had not been scheduled as of the date of this report.